Manufacturer narrative:
A promus elite ous mr 38 x 3.00 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage. Mid-section struts were lifted. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 11feb2021. It was reported that crossing difficulties were encountered. The more than 80% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery which had diffused, fibro calcific plaque. After a 3.5 guide catheter was placed and an unknown guidewire crossed the lesion, pre-dilatation was performed with a semi-compliant balloon catheter at nominal pressure. Following luminal expansion, a 38 x 3.00 promus elite mr drug-eluting stent was advanced but failed to cross the lesion. Pre dilatation was repeated using high pressure and the procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable. However, returned device analysis revealed stent damage.